Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The image failure appeared to be the result of a camera failure. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, after one (1) minute, there was no signal / no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.